Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out the catheter tip. No occlusions were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report an occlusion and a no delivery alarm during manual prime. During troubleshooting the insulin did not exit the tubing. It was reported that changing the reservoir resolved the issue. The customer's blood glucose level was 173 mg/dl. The customer was advised to return the reservoir for analysis. The customer was sent replacements.